Manufacturer narrative:
(B)(4). The hospital submitted voluntary report no. Mw5023485 to the FDA regarding the event that occurred on (B)(6) 2011. Note:the serial number was not provided in voluntary report. Service order (B)(4) was generated for the evaluation of serial number (B)(4). Per service order, extensive testing was performed and the error could not be reproduced. A preventive maintenance(pm) was performed on each unit. Serial number: (B)(4), device manufacturer date: 04/2005, approximate age: 6.5 years; (B)(4), 08/2005, 6.1 years. (B)(4).

Event description:
On (B)(6) 2011, (B)(6) hospital reported that during an open heart case, the arterial pump head (single roller pump) shut off with-out any warning. There were no alarms, error codes, or intervention. The pump was rebooted and it started up again. The case was finished with the pump in question. The customer noted that this event occurred on (B)(6) 2011 but did not identify which serial number was effected on which date. The two serial numbers ((B)(4)) were identified. Therefore, two MFR report will be submitted for this event. Reference MFR report# 8010762-2014-01078 for the second event. (B)(4).